Manufacturer narrative:
E1: initial reporter facility name:(B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the stent delivery system was difficult to remove. The stenosed target lesion was located in the carotid artery. A carotid wallstent self-expanding and filterwire were selected for use. During the procedure, the stent was successfully guided along the filterwire and deployed at the intended target site. When we tried to remove the stent delivery catheter but encountered resistance. The filterwire was securely held in place using a non-boston scientific forceps while the delivery catheter was carefully removed. The procedure was completed with this stent. There were no patient complications as a result of this event.